Event description:
During a follow-up, there was an increase in capture threshold on the right ventricular (rv) lead. Diagnostic imaging confirmed the rv lead was dislodged. During repositioning, the lead helix was unable to be retracted. Therefore, the lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination revealed the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of repositioning/explant. Electrical testing revealed no indication of conductor fractures or internal shorts. The helix was clogged with blood. After cutting the lead, cleaning the helix, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification.